Manufacturer narrative:
(B)(4). This MDR was submitted on (B)(4) 2011; however, due to a failure to receive the 3 acknowledgements, this MDR is being resubmitted on (B)(4) 2011. The sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a follow up call regarding possible contamination of a transfer set, the caregiver (cg) reported an incident that happened back in (B)(6) 2010 with the home patients transfer set. The cg stated that the titanium piece on the transfer was making a high pitch whistling sound and pulling air during therapy. The cg was with the home patient (hp) in the hospital for training when he heard the sound. The cg called the peritoneal dialysis registered nurse and she replaced the transfer set ((B)(6) 2011). The noise discontinued with the new transfer set.